Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer indicated via phone call that the insulin pump was non on her body and when she turned it on, it gave her an unexpected restart alarm. Customer also indicated that she needed help setting her bolus and medical settings but troubleshooting advised customer to contact doctor regarding medical issues. Troubleshooting also reviewed basic pump programming with customer. Customer also indicated that her blood glucose was 250 mg/dl and that she would follow up with her doctor. No further information was given.